Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, the device had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump buttons would not work at times. Customer stated the numbers would scroll up during bolus when act button was pressed. Customer also reported he tried to bolus the day of call and the act button did not work. Customer's blood glucose was 48 mg/dl. Customer also stated he was working out, got a low blood glucose, and drank juice to treat. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.